Event description:
As reported to coloplast though not verified, patient implanted with aris transobturator tape (B)(6) 2008. On (B)(6) 2009 patient underwent surgery for posterior repair enterocele repair & implanted wit mpathy restorelle. On (B)(6), 2009 patient experienced erosion & underwent excision of the mesh & repair of vaginal erosion. On (B)(6) 2009 patient experienced another area of exposed mesh, which was resected. Sept 20, 2011 patient underwent transobturator tape excision, vaginal ulceration excision, vaginal enterocele repair, excision of mesh & suture from left vaginal wall & cystoscopy.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.